Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture and incorrect fixation of lead with permanent sewing thread. The rv lead was explanted and replaced. It was also reported that the device was removed and replaced due to possible early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. There were no anomalies observed regarding the returned lead. This lead was included in that field action, but returned product testing found the lead did not perform as described in the field action. (B)(4).